Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician as part of preventative maintenance. This is an ancillary service event. The device was visually inspected and functionally tested. During inspection the device presented an f-22 alarm. The cause was determined to be a damaged central processing unit board (cpu). No repairs were performed; the device was removed from service. If any additional relevant information is received, a follow up MDR will be sent.

Event description:
During product service by a service technician, a flo-gard infusion pump found to have an f-22 alarm. No additional information is available.